Manufacturer narrative:
E1 - initial reporter address 1: no. (B)(6). Device evaluated by MFR: the complaint device was returned to our post market quality assurance laboratory. Visual and microscopic inspections were performed, and it was observed that the main coil was bent, stretched at the primary coil section and the coil arm was detached. Dimensional inspection of the main coil revealed the components were within specifications. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 22jul2025. It was reported that advancing issue and early detachment occurred. A 10mm x 40cm interlock? -35 was selected for embolization of gastric fundus. During the procedure, it was noted that the coil could not be pushed out of the 5f angiography catheter all the time, and it was detached by itself in the protective sheath. After it was removed from the patient, the procedure was completed with another of the same device. There were no patient complications as a result of this event. However, device analysis revealed the coil arm was detached.